Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a trial implant procedure for the evoke spinal cord stimulation (scs) system, the patient experienced a cerebrospinal fluid (csf) leak and the physician elected to abort the procedure. Following day, the patient was evaluated at the emergency department and a blood patch procedure was completed. The patient was discharged three (3) days later with all symptoms resolved.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The needle was discarded. The cause of the cerebrospinal fluid leak cannot be definitively determined. Evoke scs system surgical guide lists cerebrospinal fluid (csf) leakage, requiring surgery as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.